Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, lines on the display were observed due to a defective lcd module. The lcd module was replaced and the unit functioned as designed.

Event description:
It was reported that the display has lines running through it. No known impact or consequence to patient.